Event description:
Device issue: balloon rupture. Time of device issue: during procedure. Adverse event: none. It was reported that during dilatation in an unspecified vessel, the rx voyager balloon could not be inflated although the indeflator reached 14 atmospheres. There was no reported adverse pt effect. Though requested, no additional info has been provided. During return device analysis, a tear in the balloon was observed.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found the balloon was loosely folded. There was no damage noted to the balloon catheter. A new indeflator, filled with water, was used in an attempt to pressurize the balloon to rated burst pressure of (14atm), when it was observed that fluid was coming out a longitudinal tear in the balloon. There was a longitudinal tear in the balloon 5 mm distal to the proximal marker, for a length of 6 mm. There were multiple scratches in the balloon 4 mm proximal to the distal balloon marker, for a length of 3 mm. Balloon ruptures can occur as a result of a mfg deficiency (such as damage to the balloon during the processing of the balloon material) or from use of the device. During use, interaction with anatomy and/or accessory devices can damage or weaken the balloon material and lead to rupture during inflation. To ensure this type of damage is not a result of mfg, all balloon catheters are leak tested on-line and a sampling of units from all catheter lots are rupture tested prior to release for use. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The pt anatomical information was not provided which may have aided the eval. In this case, a conclusive cause for the balloon rupture could not be determined. It is possible that the balloon material was damaged (scratched) during interactions with other devices, or the pt anatomy, such that the balloon ruptured at the rated burst pressure (rbp). Review of the device history record for this lot did not produce any findings relevant to this report. All balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.